Event description:
The user facility reported a 52-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant in japan had a delivery of the 5.5 that was not possible. The team attempted all troubleshooting meausres of wire exchange and imaging of the anatomy, but when delivery failed the team instead placed a cp. There was no harm or injury to patient from delay or attempted insertions. The 5.5 did kink in the process.

Manufacturer narrative:
The returned catheter was inspected and both catheter and cannula kinks were observed. No data logs were returned. The cause of the delivery issue was patient condition related and related to the anatomy of the patient's vessels causing the catheter to kink. This report is being filed as part of a retrospective review of historical records.